Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards france affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, there were difficulties inserting the commander delivery system and valve into the 16 fr esheath. On imaging, it was observed that the valve was outside of the esheath, and the valve seemed blocked in the iliac artery. The valve was no longer coaxial with the pusher. It was decided to remove the commander delivery system and esheath as a unit. A larger introducer (24fr) was placed for the deployment of a non-edwards valve. Per report, CT report showed no calcification, and access was a little tortuous but not severe. The patient was well after vascular surgery to control bleeding.